Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, after the device delivered the first shock of 120 joules, upon the next several attempts to charge to 200 joules, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that during subsequent testing the device displayed a "defib fault 108" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.